Event description:
It was reported by the affiliate that when (1) atb45 device was used during a hepatectomy, the staples malformed. This resulted to the case being converted to an open procedure in order for the surgeon to close the tissue by overstitching and also to complete the case. The device was discarded.